Event description:
Caller stated that medical attention was sought on (B)(6) 2021 around 3:00pm at home. Caller stated that he tested his blood glucose with his prodigy meter and received a result of 564mg/dl. A normal result for the caller around that time of day is usually around 99-130mg/dl. Caller stated that he then contacted his primary dr. And was told to call paramedics. Caller stated that he had a headache and was shaky and called paramedics about 5 minutes after testing. No food drink or medication was consumed while waiting for paramedics to arrive. Paramedics arrived within 10-15 minutes and tested the end-user with their meter and received a result of 120-mg/dl. Paramedics did not test the end-user with his prodigy meter. The caller was transported to (B)(6) hospital located at (B)(6) by paramedics. No treatment was received by the caller from the paramedics. Upon arriving at the hospital the caller stated that his blood glucose was 120mg/dl. Caller stated that he did not receive any treatment at the hospital and was discharged with a blood glucose of 120mg/dl. No additional information was provided.